Event description:
Customer reports the wrong concentration of dilaudid was programmed on a pca pump. The patient deteriorated and was transferred to the pediatric ICU from the floor. It is not certain that the dilaudid was the cause of the deterioration, as the child had many medical issues at the time. Although requested, no further patient or event information was provided.

Manufacturer narrative:
(B)(4). Pharmacist will be downloading the event logs and interpreting them herself. Options that were presented to her regarding the event log/data set were to send the event logs and data set in for an evaluation, or send the sequestered pumps in for investigation. The customer declined an event log review and product evaluation at this time. No device or device logs were returned for evaluation; therefore, no failure investigation could be performed. Technical support information has been given to the pharmacist for help if she wishes to interpret the data herself. At this time, that is her plan of action.